Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva ID tractip 200 laser fiber was used during a ureteroscopy procedure on (B)(6) 2021 for kidney stone treatment. Reportedly, a p100 console was used with settings of 1 joule and 53 hertz. During the procedure the laser fiber began to dim and little energy was being emitted. The operator unscrewed the fiber and noticed the connector was very hot. Reportedly, the operator burned his finger on the fiber connector because it was so hot. He got a blister from it. The treatment for the burn injury is unknown. There were no patient complications reported as a result of this event.